Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical nephrectomy, the surgeon activated pencil (40 cut 40 coag) and prior to applying to patient tissue, a small flame was noticed on the tip of the conmed electrode. The devices were replaced to complete the procedure. No patient injury.